Manufacturer narrative:
Product event summary: at incoming inspection it was noted that the customer complaint of the device turning off despite battery replacement was confirmed, though it was additionally noted that the battery returned with the device was not an alkaline battery and that an alkaline battery was required for use with this device. It was additionally noted that the on/off switch was not responding properly, indicating that the main key pad was in need of replacement. The battery and the main key pad were replaced and it was noted that the customer comment was then unable to be duplicated, that during a 4-day-long term test the device did not turn off. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement. It was further reported, via follow-up that this was requested to be a warranty repair, that it had only recently been returned from service. It was further reported that the epg would turn off despite battery replacement and that this was the reason for its return.